Event description:
During the index procedure, two endeavor rapid exchange (rx) drug-eluting stents were implanted in the ramus branch and the right pda. The patient was free of symptoms at the 30 day, 1 year, 1.5 year, 2 year, 2.5 year and 3 year follow up. It was reported that approximately 3 years and 9 months post the index procedure, the patient died due to evolution of ischemic cardiopathy with low fevg with right pneumopathy. The event was not associated with an mi or stent thrombosis. The event was not related to the study stent.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death).